Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test and self test. Device was monitored. Power connector plug in and locked in place properly. No blank display or frozen screen noted during testing. Device failed sleep current measurement and active current measurement due to corroded battery tube and corroded electronic assemblies. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and frozen display. Customer stated display did not returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.